Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that the atrial lead had high impedance greater than 2000 ohms. Patient was in chronic atrial fibrillation. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).